Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller (ec) to perform failure analysis. The endoscope controller (ec) was analyzed and found to have a faulty dual camera interface board (dcib). The unit was tested on the printed circuit assembly system, and it was confirmed that the camera port had issues connecting to the camera. Multiple cameras were used to confirm this issue. No visual damage found was found. The complaint was confirmed by failure analysis. The probable root cause is attributed to ec dcib failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon's left eye vision went out during use. The technical support engineer (tse) reviewed the system logs and confirmed error 45311, pointing to the endoscope or endoscopic controller. The tse recommended recalibrating the endoscope, scope recalibrated with no change tot he surgeon's view. The tse recommended performing a hard power cycle on the vision console and swapped out the endoscope with a spare. The system came up with no change to the image. The surgeon opted to convert to laparoscopy. The procedure was converted to laparoscopic surgery with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.